Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event "customer reported continuous automatic restart after startup" was unable to be determined. However, it is likely the reported event occurred due to a defective generator board causing error e433 to report. Additionally, it is likely the communication error occurred due to a faulty motherboard. The root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. The device evaluation found that the generator was production a e433 (rebooting) error caused by a defective generator board. It was also found that a communication error occurred due to faulty motherboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the generator was continually rebooting. The issue was found during reprocessing. No procedure or patient involved. There were no reports of harm.